Event description:
It was reported that the ttm tm, sent in csv files showing the chiller tank temperature intermittently would raise to above 20c and not coming back down for extended periods of time. Discussed this was indicative of chiller failure and the arctic sun device should come back for further investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Case data confirms, 113 alerts, t4 not cooling, indicating a stuck solenoid valve. Problem appears to be intermitting. Could not duplicate report issue. Replaced chiller. Performed pm procedure. Serviced mixing pump, circulation pump. Replaced heater, manifold o-rings, tank tubing. The unit is functioning properly. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm tm, sent in csv files showing the chiller tank temperature intermittently would raise to above 20c and not coming back down for extended periods of time. Discussed this was indicative of chiller failure and the arctic sun device should come back for further investigation.